Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states during the removal of the cap from the blue adapter, the cap and blue adapter detached from the dialysis catheter into the nurse's hand. This catheter had been previously used twice before with no increase in strength to connect. The catheter has been in place for approximately two weeks. The catheter was pulled and replaced.